Manufacturer narrative:
Investigation results: the visual inspection showed that the deployment tube of the delivery device had been pushed beyond the designed stops on the loader and was in contact and pushing the deployment tube up against the seal so as bend the seal out of shape between the seal folding buttons on the loader. The crimp springs were at the edge of the deployment tube of the delivery device. The green lock slide and the white plunger on the handle had not been activated (non-deployed position). The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. When rolling, it got a "bend" on one edge. After attempting to insert into the delivery tube, it didn't insert properly. When attempting to remove, the scrub technician wasn't able to pull the delivery tube out with the heartstring. The heartstring got caught up in the delivery device. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.